Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that nothing was working since (B)(6) 2016. The patient thought that they just messed up following instructions. There were no symptoms reported. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that issue or symptoms have not been resolved yet. Patient did not remember what happened on (B)(6) 2016. Patient reported having issues since implant. They were very thrilled at first because it helped very much but now they are now at the same stage before the implant. Nurse changed the program but it did not help. There were no complications or that no further complications were reported.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.